Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, e3, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "possible rupture" and "during surgery it was noted that the implant was intact". Later healthcare professional reported "I am confirming that there was not rupture". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.